Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000151685. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that an x-ray was taken during a ipg replacement procedure [related manufacturer reference number: 3006705815-2025-20413] that revealed the patient's lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg and leads were explanted and replaced to address the issue. Effective therapy was restored post operatively. It is unknown which lead migrated.